Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 32-year-old female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, cervical intraepithelial neoplasia iii and multiparous. Concomitant products included fluoxetine hydrochloride (prozac) and montelukast sodium (singulair). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced anxiety ("anxiety"), depression ("depression/psychological or psychiatric problems condition: depression") and migraine ("migraines"). On (B)(6) 2018, the patient was found to have cervix carcinoma stage 0 ("adenocarcinoma in situ of the cervix"), 6 years after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder "), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating"), night sweats ("night sweats") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss: gain"). The patient was treated with alprazolam (xanax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, headache, dysmenorrhoea and vaginal discharge had resolved and the cervix carcinoma stage 0, anxiety, depression, urinary tract disorder, migraine, fatigue, weight increased, abdominal distension, night sweats and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, cervix carcinoma stage 0, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, night sweats, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and cervix carcinoma stage 0 ('adenocarcinoma in situ of the cervix') in a 32-year-old female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, cervical intraepithelial neoplasia iii and multiparous. Concomitant products included fluoxetine hydrochloride (prozac) and montelukast sodium (singulair). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant), 6 years after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression/psychological or psychiatric problems condition: depression"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder "), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/ loss"), abdominal distension ("bloating"), night sweats ("night sweats") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, cervix carcinoma stage 0, vaginal haemorrhage, menorrhagia, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, abdominal distension, night sweats and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, cervix carcinoma stage 0, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, night sweats, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.737 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and cervix carcinoma stage 0 ('adenocarcinoma in situ of the cervix') in a (B)(6) female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, cervical intraepithelial neoplasia iii and multiparous. Concomitant products included fluoxetine hydrochloride (prozac) and montelukast sodium (singulair). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant), 6 years after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression/psychological or psychiatric problems condition: depression"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder "), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain/ loss"), abdominal distension ("bloating"), night sweats ("night sweats") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, cervix carcinoma stage 0, vaginal haemorrhage, menorrhagia, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, abdominal distension, night sweats and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, cervix carcinoma stage 0, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, night sweats, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received-previously reported event ¿injury to herself¿ updated to ¿abdominal pain¿, events- ¿abnormal bleeding vaginal, menorrhagia, psychological or psychiatric problems condition: anxiety; psychological or psychiatric problems condition: depression, bladder disorder, urinary tract disorder, migraines, headaches, dysmenorrhea (cramping), tumor / teratoma / cancer type: adenocarcinoma in situ of the cervix, vaginal discharge, fatigue, weight gain/loss, other injury(ies) or complication (s) please describe: bloating, night sweats, hair loss¿, lot number, reporter, lab data, concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.